Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow issue with a clearlink secondary medication set. This occurred during infusion. The set was being used with a non-baxter primary set and a non-baxter infusion pump. A nurse attached the secondary set to a non-baxter primary set with the intent of infusing vancomycin into a hemodialysis patient. Two hours later, a different nurse noted that the primary bag had infused but the vancomycin had not. The connection between the primary and secondary tubing were checked and appeared to be secure, but the nurse could not get the medication to flow. The nurse replaced the secondary set, and the system flowed correctly. There was no patient injury or medical intervention associated with this event. No additional information is available.